Event description:
The nurse was preparing to draw up medication with a filter needle and syringe. She attached the filter needle to the syringe and uncapped it without difficulty. As she inverted the needle and syringe to draw up the medication, the needle came out of the clear plastic that holds the needle securely to the white hub of the needle itself. The needle fell out of the hub. No staff or patient was injured in this event. Staff are concerned that the needle could have become lodged in the medication vial and/or the patient had it been used for an im injection. Staff have not seen this kind of device malfunction before.h.c.p impression:more adhesive is needed to keep the needle securely in the hub.

Event description:
The nurse was preparing to draw up medication with a filter needle and syringe. She attached the filter needle to the syringe and uncapped it without difficulty. As she inverted the needle and syringe to draw up the medication, the needle came out of the clear plastic that holds the needle securely to the white hub of the needle itself. The needle fell out of the hub. No staff or patient was injured in this event. Staff are concerned that the needle could have become lodged in the medication vial and/or the patient had it been used for an im injection. Staff have not seen this kind of device malfunction before.h.c.p impression:more adhesive is needed to keep the needle securely in the hub.